Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting therapy due to the ipg being inoperable. Patient is not sure when therapy was lost. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on dec 31, 2021. The patient has effective therapy post operatively.